Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2023-00012. It was reported the patient experienced inadequate stimulation with their dbs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken where one lead was repositioned and another lead was explanted and replaced. The investigation did not determine which lead was repositioned and which lead was replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.